Event description:
It was reported that the system displayed a precharge voltage error. This error will cause the system to lockup, shut down, or not to boot. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative evaluated the system and could not reproduce the reported problem. The system operates as intended. Reseated battery connectors on the c-arm.